Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure angina occurred. The lesion was identified in the left anterior descending coronary (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 10mm with 60% stenosis. A 2.75x12mm liberte stent was implanted. Residual stenosis was 0%. The procedure was technically successful. The following day angina was identified and an urgent coronary artery bypass graft (CABG) of the target lesion was performed. Discharge medications were aspirin100mg daily indefinitely and clopidogrel 75mg daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.